Event description:
A report was received that the patient is experiencing pain at the pocket site. The physician recommended a pocket revision, but the patient wanted the ipg explanted. The physician explanted the patient's ipg and the patient is recovering and stable.

Manufacturer narrative:
The explanted ipg will not be returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies and deviation potentially relating to the event occurred during manufacturing. This is the final report.